Event description:
The patient experienced dizziness, nausea, and sweating 1 day after the pump was refilled. The patient's heart was racing and he couldn't 'see right'. The patient called the hcp's office and was redirected to the emergency room. The field representative was notified of the situation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.